Event description:
I am the pt to whom this event/problem occurred. Following the removal of a ganglion cyst on my right wrist in 2008, histoacryl -braun- was used along with sutures to close the wound. Initially the wound did not close up, and within several weeks, particles of crystal-like histoacryl rose out of the incision. The histoacryl had seeped down deep into the tissue of the wrist, and crystalized there, forming small opaque foreign objects. A second surgery -three months later- took place to remove the additional particles of histoacryl. After this surgery, the wound did close up, however, I experienced splinter-like feelings upon movement and/or pressure to the wrist. An ultra-sound determined that additional small crystals were still under the tissue. A third surgery -the following month- to remove the additional histoacryl pieces took place, this surgery was followed by a follow-up ultra-sound, since I continued to have a splinter-like sensation at the site. The ultra-sound identified additional tiny pieces of crystalized histoacryl still in the tissue. A fourth surgery took place five months later, during which the radiologist inserted a probe into the wound to locate the remaining histoacryl during the surgery and the surgeon removed the pieces. Following each surgery, it was necessary for me to have hand therapy for wound care, range-of-motion, and strengthening. My wrist continues to be tender to the touch, but I am hopeful that all of the histoacryl has been removed. Dates of use: 2008 post surgery. Diagnosis or reason for use: wound sealant. Hand therapy dates following surgeries - all in 2008.